Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The direction for use states at the section of intended use ¿the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus". (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05228 and 2134265-2018-05229. It was reported that balloon rupture occurred. The target lesion was located in the right common iliac artery. A xxl/16-4/5.8/75mm xxl¿ esophageal balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and another xxl/16-4/5.8/75mm xxl¿ esophageal balloon catheter was advanced to perform dilatation. However, during the first inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and another xxl/16-4/5.8/75mm xxl¿ esophageal balloon catheter was advanced again for dilatation. However, during the first inflation at 3 atmospheres for 30 seconds, the balloon ruptured again. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.